Event description:
It was reported the bd vacutainer® blood collection tube buffered sodium citrate experienced under-fill or low draw of a tube with blood this event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated "we are now experiencing problems with lot no: 0065401 and nearly 50% of the tubes has to be retaken due to underfilling. Tubes underfilling due to no vacuum."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-07. H6: investigation summary bd received samples from the customer for investigation however, all samples were unable to be evaluated since the tubes were found to be past their expiration date of (B)(6) 2020 . Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes had expired and, expired tubes will draw less volume than tubes still within their shelf-life. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported the bd vacutainer® blood collection tube buffered sodium citrate experienced under-fill or low draw of a tube with blood this event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated "we are now experiencing problems with lot no: 0065401 and nearly 50% of the tubes has to be retaken due to underfilling. Tubes underfilling due to no vacuum."